Event description:
It was reported that approx 18 months post-op, x-rays revealed the setscrew at l5 had backed out and was floating above the rod. The pt underwent a revision surgery to remove and replace the setscrew. No further pt complications were reported.

Manufacturer narrative:
The device has not been returned to medtronic for eval. Examination of post-op lateral view x-ray shows interbody fusion at l5-s1 with good positioning of screws and rods. Grade 1 spondylolisthesis persists. L5 setscrew appears disengaged from bone screw and migrated approx 4-5mm distal and dorsal with 45 degree angulation. Unable to determine cause of the event.